Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurement, measuring greater than 1800 ohms. The physician suspects that the lead was damage and caused this event. However, no diagnostic imaging has been performed to confirm this anomaly. Additionally, the physician has elected to perform no intervention to resolve the event and to continue monitoring the patient. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Additional information to field d4 model number and serial number. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurement, measuring greater than 1800 ohms. The physician suspects that the lead was damage and caused this event. However, no diagnostic imaging has been performed to confirm this anomaly. Additionally, the physician has elected to perform no intervention to resolve the event and to continue monitoring the patient. No adverse patient effects were reported. This rv lead remains in service.